Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient was treated with vancomycin for peritonitis. Thirteen days after the event onset, the patient was completely recovered. The cause, hospitalization, and action taken with pd therapy were not reported. No additional information is available.